Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a lead explant due to noise. The lead was connected to the rv is-1 port. The physician attempted to implant a new lead, but could not get it through the vein. The lead new lead was removed and the old lead was reconnected. Programming changes were made. The patient was stable post-procedure.